Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could not provide additional information . The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of the procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture placed? What post op date did the patient experience inflammation symptoms? What was the indication for cefuroxime axetil tablets? Can you identify the lot number of w666 mersilk suture? Do you have any samples for evaluation? What is the patient¿s current status?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. On (B)(6) 2019 the patient experienced inflammation. The skin turned red after suturing the wounds. The patient was treated with cefuroxime axetil tablets. The patient condition changed for the better. Additional information was requested.